Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure at the second gap of a umbilical herniorrhaphy, the thread broke. The suture torn apart and divided into several strands. Another suture was used to complete the procedure. There was no patient injury.